Event description:
Information was received via a foreign study that during a carotid artery stenting using an angioguard embolic protection device and a precise stent during the procedure, when the post-dilatation was performed, the patient's blood flow was stopped. The blood around the target lesion was suctioned by an aspiration catheter (thrombuster, kaneka) and the flow was returned to normal. According to the physician, it was thought the filter basket was clogged with the debris and led to the no flow. There was no adverse consequence to the patient and is out of the hospital now. The admitting diagnosis was symptomatic (tia) trans-ischemic attack with 78% stenosis. The target lesion was left internal carotid artery that measure 4.8mm. There was mild calcification and no vessel tortuosity, the rate of stenosis was 78%. The angioguard delivery (603014mc) and the stent placement (p10040xc) were successful. Post-dilatation (5.5mm/10atm) was performed with balloon catheter (brand unk). Prior to the procedure, the patient was on clopidogrel, losartan potassium, imidapril hydrochloride, and pravastatin sodium. Intra-procedural, the patient received heparin for 2 days since the event. No spasm was noted at the target site at any time during the procedure.

Manufacturer narrative:
The product remains implanted. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1016427-2009-001390.